Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received indicating that this right ventricular (rv) lead was explanted due to oversensing of noisy signals which caused inappropriate anti-tachycardia pacing (atp) delivery for this patient. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. This lead has not been returned for analysis.